Manufacturer narrative:
The product has been requested back for an investigation. A f/u report will be submitted once the product is returned and investigation is complete.

Event description:
A customer reported he received the following erratic readings on his freestyle lite blood glucose meter: 404 mg/dl and 132 mg/dl. The readings were reportedly obtained within a ten minute timeframe. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.